Manufacturer narrative:
Sections with additional information as of 28-jul-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 04-jun-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and no medical intervention since the last call had been required. Customer had tested using the true metrix meter and had obtained a blood glucose test result of 200mg/dl am fasting. Note: manufacturer contacted customer in a follow-up call on 16-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer is satisfied with the glucose readings from the new replacement products.

Event description:
Consumer initially reported complaint for dead meter. Wife is calling on behalf of the customer. Customer had changed the battery on the day of the call. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter; customer was not satisfied with the result obtained. The customer¿s expected am fasting blood glucose test result is 200mg/dl. The customer reported experiencing frequent urination; medical attention was not needed at the time of the call. The product is not stored according to specification (kitchen, caller did not initially disclose where strips were stored). The test strip lot manufacturer¿s expiration date is 07/20/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.